Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A health professional reported that a patient was revised approximately two years and three months post-operatively to address an infection at the implant site of two unknown cages, one everest mi cannulated polyaxial screw and one everest polyaxial screw. This report captures the second of two unknown cages.